Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unknown cup, unknown head, unknown stem, unknown liner. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent initial tha. While the surgeon was inserting a cup per usual technique, the drill partially went into the bone, but then the drill bound up and the flexible shaft fractured, tearing though the rubber coating. They pulled the drill out of the hip and the drill bit was still attached. Metal fragments were cleaned out of the wound. Attempts have been made and additional information on the reported event is unavailable at this time.